Event description:
Technical services received a call on (B)(6) 2012 from sales rep. The lead was implanted on (B)(6) 2008, remains implanted. The rv lead has high thresholds. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).